Manufacturer narrative:
Due to legal involvement, the end-user's age and weight have not been provided at the time of this filing. If and when the required information is obtained it will be submitted in a supplemental MDR. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.

Event description:
An adverse event involving a qm710 power wheelchair was reported to sunrise medical on (B)(6) 2014. The end-user is alleging that he experienced problems controlling his wheelchair which ultimately led him to crash into bushes or hedges. The end-user stated that he sustained avulsions to his left forearm that required medical attention. The avulsions were of significance and needed to be debrided to avoid the risk of infection. Additional information is unavailable at this time due to legal involvement.